Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported hypotension was due to patient condition. The reported patient effect of hypotension, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported medication required, hospitalization or prolonged hospitalization and surgical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 3 mixed mitral regurgitation (mr) for a mitraclip procedure. During the procedure, mitral pressure gradient(mpg) rose to 14 mmhg while grasping the leaflets. The patient was symptomatic with hypotension due to increased mpg. Medication was administered for treating hypotension. The procedure was terminated with no deployment of clips. The mr remined unchanged post procedure. The patient was referred for valve replacement surgery. There was no clinically significant delay reported.